Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), fallopian tube perforation ("perforation (fallopian tube(s))"), embedded device ("small metallic wire device is seen protruding just into the uterine serosa") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. 50667569) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gerd, ovarian cyst, headache, migraine headache, multigravida, multigravida, dermoid cyst, parity 2 and stillbirth nos. Concurrent conditions included allergic rhinitis, carpal tunnel syndrome, chronic cholecystitis, depression, deviated nasal septum, migraine, recurrent uti, post-traumatic stress disorder, biliary dyskinesia, right lower quadrant pain, thoracic back pain and pelvic discomfort. Concomitant products included duloxetine hydrochloride (cymbalta). On (B)(6)2010, the patient had essure inserted. In 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("pain in lower abdomen"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) and had surgery to remove the essure implant/total hysterectomy). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, fallopian tube perforation and dysmenorrhoea had resolved, the embedded device, genital haemorrhage, vaginal haemorrhage, menorrhagia and abdominal pain lower outcome was unknown and the nausea and dyspareunia was resolving. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, genital haemorrhage, menorrhagia, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient need for additional surgery. Coils: 5coils are seen on the right and 4 coils are seen on the left. Discrepancy noted in insertion date. Previously reported as: (B)(6)2010 in current follow up reported as: (B)(6)2012 . Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6)2015: result: computed tomography: clinical history: right lower quadrant pain, vomit, decreased appetite impression: 1, appendix I s normal. Otherwise, unremarkable CT of the abdomen and pelvis. Reason for exam: (us pelvis transvaginal) rlq pain, history of examination ovarian cysts; rlq pain, history of examination ovarian cysts examination ¿ us pelvis including transvaginal indication: right lower quadrant pain, history of ovarian cysts. Impression: 1. Uterus enlarged but negative for focal mass. 2. No free fluid in the pelvis. 3. Both ovaries grossly normal with blood flow confirmed to each.; on (B)(6)2016: result: indication: right lower quadrant and pelvic pain technique: CT abdomen and pelvis acquired with IV contrast. Impression: no evidence of appendicitis, diverticulitis or bowel obstruction. Prominence of the gastric antral wall versus under distension. Correlate clinically to exclude mild focal inflammation or pud. Slight prominence of the rectosigmoid wall is likely related to under distension.. Hysterosalpingogram - on (B)(6)2013: result: total bilateral occlusion. Pathology test - on (B)(6)2017: clinical information: chronic pelvic pain. Gross description: the right fallopian tube measures 4.2 x 0.9 x 0.7 cm with a distal fimbriated end and unremarkable gray-tan serosa near the base of the left fallopian tube at the uterine cornu, a small metallic wire device is seen protruding just into the uterine serosa. Cassette key a 1, right fallopian tube, a2, left fallopian tube, a3 cervix, a4, 5 and 6 - sections of endomyometrium. Diagnosis: -uterus and cervix with bilateral fallopian tubes, hystero-salpingectomy: -cervix with no pathologic change. -myometrium with no pathologic change. -proliferative phase endometrium with no pathologic change. Neither hyperplasia nor neoplasia identified. -left and right fallopian tube with paratubal cysts and bilateral intraluminal contraceptive devices.. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2019: quality safety evaluation of ptc(product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))/ springs protruding from the tubes/the essure device appears to be nearly perforated through the patient's left fallopian tube"), embedded device ("small metallic wire device is seen protruding just into the uterine serosa"), pelvic pain ("pain/ pelvic pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. 50667569) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gerd, ovarian cyst, headache, migraine headache, multigravida, multigravida, dermoid cyst, parity 2, stillbirth nos and cholecystectomy. Concurrent conditions included allergic rhinitis, carpal tunnel syndrome, chronic cholecystitis, depression, deviated nasal septum, migraine, recurrent uti, post-traumatic stress disorder, biliary dyskinesia, right lower quadrant pain, thoracic back pain and pelvic discomfort. Concomitant products included oral contraceptive nos for birth control as well as duloxetine hydrochloride (cymbalta). In 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("pain in lower abdomen") and fall ("pain caused me to fall to the floor"). The patient was treated with surgery (salpingectomy (bilateral), hysterectomy (full) and total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, pelvic pain and dysmenorrhoea had resolved, the embedded device, genital haemorrhage, vaginal haemorrhage, menorrhagia, abdominal pain lower and fall outcome was unknown and the nausea and dyspareunia was resolving. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, embedded device, fall, fallopian tube perforation, genital haemorrhage, menorrhagia, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient need for additional surgery. Coils: 5coils are seen on the right and 4 coils are seen on the left. Discrepancy noted in insertion date. Previously reported as: (B)(6) 2010. In current follow up reported as: (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2015: result: computed tomography: clinical history: right lower quadrant pain, vomit, decreased appetite impression: 1, appendix I s normal. Otherwise, unremarkable CT of the abdomen and pelvis. Reason for exam: (us pelvis transvaginal) rlq pain, history of examination ovarian cysts; rlq pain, history of examination ovarian cysts examination ¿ us pelvis including transvaginal indication: right lower quadrant pain, history of ovarian cysts. Impression: 1. Uterus enlarged but negative for focal mass. 2. No free fluid in the pelvis. 3. Both ovaries grossly normal with blood flow confirmed to each.; on (B)(6) 2016: result: indication: right lower quadrant and pelvic pain technique: CT abdomen and pelvis acquired with IV contrast. Impression: no evidence of appendicitis, diverticulitis or bowel obstruction. Prominence of the gastric antral wall versus under distension. Correlate clinically to exclude mild focal inflammation or pud. Slight prominence of the rectosigmoid wall is likely related to under distension.. Hysterosalpingogram - on (B)(6) 2013: result: total bilateral occlusion. Pathology test - on (B)(6) 2017: clinical information: chronic pelvic pain. Gross description: the right fallopian tube measures 4.2 x 0.9 x 0.7 cm with a distal fimbriated end and unremarkable gray-tan serosa near the base of the left fallopian tube at the uterine cornu, a small metallic wire device is seen protruding just into the uterine serosa. Cassette key a 1, right fallopian tube, a2, left fallopian tube, a3 cervix, a4, 5 and 6 - sections of endomyometrium. Diagnosis: -uterus and cervix with bilateral fallopian tubes, hystero-salpingectomy: -cervix with no pathologic change. -myometrium with no pathologic change. -proliferative phase endometrium with no pathologic change. Neither hyperplasia nor neoplasia identified. -left and right fallopian tube with paratubal cysts and bilateral intraluminal contraceptive devices.. Ultrasound pelvis - on (B)(6) 2015: 1. Uterus enlarged but negative for focal mass. 2. No free fluid in the pelvis. 3. Both ovaries grossly normal with blood flow confirmed to each.; on (B)(6) 2016: left ovarian volume 21.2 cc. No adnexal mass. No leiomyoma. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: fu 3 and 4 processed together. Pfs and medical record received. Event added: pain caused me to fall to the floor. Medical history, concomitant drug and lab data was added. On (B)(6) 2019: fu 3 and 4 processed together. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), fallopian tube perforation ("perforation (fallopian tube(s))"), embedded device ("small metallic wire device is seen protruding just into the uterine serosa") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. 50667569) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gerd, ovarian cyst, headache, migraine headache, multigravida, multigravida, dermoid cyst, parity 2 and stillbirth. Concurrent conditions included allergic rhinitis, carpal tunnel syndrome, chronic cholecystitis, depression, deviated nasal septum, migraine, recurrent uti, post-traumatic stress disorder, biliary dyskinesia, right lower quadrant pain, thoracic back pain and pelvic discomfort. Concomitant products included duloxetine hydrochloride (cymbalta). On (B)(6) 2010, the patient had essure inserted. In 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("pain in lower abdomen"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed).essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, fallopian tube perforation and dysmenorrhoea had resolved, the embedded device, genital haemorrhage, vaginal haemorrhage, menorrhagia and abdominal pain lower outcome was unknown and the nausea and dyspareunia was resolving. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, genital haemorrhage, menorrhagia, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient need for additional surgery. Coils: 5coils are seen on the right and 4 coils are seen on the left. Discrepancy noted in insertion date. Previously reported as: (B)(6) 2010 in current follow up reported as: (B)(6) 2012 diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2015: result: computed tomography: clinical history: right lower quadrant pain, vomit, decreased appetite impression: 1, appendix I s normal. Otherwise, unremarkable CT of the abdomen and pelvis. Reason for exam: (us pelvis transvaginal) rlq pain, history of examination ovarian cysts; rlq pain, history of examination ovarian cysts examination ¿ us pelvis including transvaginal indication: right lower quadrant pain, history of ovarian cysts. Impression: 1. Uterus enlarged but negative for focal mass. 2. No free fluid in the pelvis. 3. Both ovaries grossly normal with blood flow confirmed to each.; on 04-oct-2016: result: indication: right lower quadrant and pelvic pain technique: CT abdomen and pelvis acquired with IV contrast. Impression: no evidence of appendicitis, diverticulitis or bowel obstruction. Prominence of the gastric antral wall versus under distension. Correlate clinically to exclude mild focal inflammation or pud. Slight prominence of the rectosigmoid wall is likely related to under distension.. Hysterosalpingogram - on (B)(6) 2013: result: total bilateral occlusion. Pathology test - on (B)(6) 2017: clinical information: chronic pelvic pain. Gross description: the right fallopian tube measures 4.2 x 0.9 x 0.7 cm with a distal fimbriated end and unremarkable gray-tan serosa near the base of the left fallopian tube at the uterine cornu, a small metallic wire device is seen protruding just into the uterine serosa. Cassette key a 1, right fallopian tube, a2, left fallopian tube, a3 cervix, a4, 5 and 6 - sections of endomyometrium. Diagnosis: uterus and cervix with bilateral fallopian tubes, hystero-salpingectomy: cervix with no pathologic change. Myometrium with no pathologic change. Proliferative phase endometrium with no pathologic change. Neither hyperplasia nor neoplasia identified. Left and right fallopian tube with paratubal cysts and bilateral intraluminal contraceptive devices.. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: dyspareunia. Most recent follow-up information incorporated above includes: on 24-jan-2019: pfs received with her demographic details were updated. Other hcp and aka name added. Race information added. Product indication added. Suspect drug implant date updated from 17-nov-2010 to 12-nov-2012. Following events were added: abnormal bleeding (vaginal), menorrhagia, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), perforation (fallopian tube(s)), pain in lower abdomen and small metallic wire device is seen protruding just into the uterine serosa. Medical history added. Concomitant drug added. Lab data added. Essure lot number added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (had surgery to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. The reporter commented: patient need for additional surgery. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.